Event description:
Healthcare professional reported left side "capsular contracture baker grade iii." Healthcare professional later reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on radius side assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ creases are observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a2, b6, d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional later reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade iii."

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii." Device remains implanted.